Event description:
A patient underwent coronary stenting for a positive functional study for ischemia. The target vessel was the 3.5mm proximal left cx with 80% stenosis. The de novo, 10mm ostial lesion was heavily calcified. The site was predilated, and a 3.5x13mm cypher stent was deployed. The second target site was the 3.5mm distal left cx with 80% stenosis. The de novo, 10mm lesion was heavily calcified. The site was treated with poba-no stent was implanted. Three weeks later, the patient was taken off his plavix. The patient awoke at 5am one week after having the plavix discontinued, with complaints of chest pain. Ems was called, the patient was intubated and acls protocol was initiated--EKG upon ems arrival showed asystole. The patient was pronounced dead on arrival to the hospital. No autopsy was performed. Per report, the death was due to cardiac arrest, and the cardiac cause was mi.